Event description:
The manufacturer received information that a trilogy 100 device displayed battery failure alarm. There was no patient harm or injury reported. The device was returned and evaluated by the manufacturer, and the complaint was confirmed. The internal battery needs to be replaced to address the issue.